Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803 manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the pusher catheter was kinked approximately 29.3cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The manner in which the device was packaged for return may have contributed to the kink. As the storage tube was not securely fastened to the introducer sheath, a 1mm gap was observed. A filter limb was perforating the sheath approximately 6.2cm from the distal tip. It is possible that the limb perforated the sheath during the procedure which caused the filter to become stuck. The sheath was noted to be indented/damaged from the outside in approximately 11.2cm from the distal tip and extended distally approximately 9.1cm. It is unknown how this damage occurred. No other anomalies were noted. Functional/performance evaluation: the sheath was cut in order to remove the filter from the sheath. All 6 arms and 6 legs were present and intact. There was no crossed limbs. No anomalies were found to the filter. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is unconfirmed for the reported partial deployment and confirmed for failure to advance as the filter was found to be stuck within the introducer sheath approximately 6.2cm from the distal tip. The investigation is confirmed for material puncture as a filter limb perforated through the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter partially deployed and became stuck inside the sheath. The filter system was exchanged for another that was deployed successfully. There was no reported patient injury.